Manufacturer narrative:
The patient, physician and device was not provided. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during patient¿s implant procedure the lead broke after insertion in the patient. The lead was pulled out to reposition when it was discovered a piece of the lead was missing. The missing piece of the lead was unable to be retrieved. The physician confirmed via imaging that the missing piece of the lead was left behind. Another lead was placed successfully.